Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a laparoscopic gynecological procedure when insufflating the balloon. The balloon physically broke. There was no rapid loss of abdominal pressure due to the device issue. In order to resolve the issue and complete the case, opened another device. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.